Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 19-apr-2021. The most recent information was received on 28-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of dyspareunia ('painful intercourse') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dyspareunia (seriousness criterion medically significant), allergy to metals ("allergy to to nickel, palladium"), reaction to preservatives ("allergy to preservatives"), rash erythematous ("many red patches on skin and itching"), urticaria ("urticaria"), intervertebral disc protrusion ("herniated disc"), fibromyalgia ("fibromyalgia"), myalgia ("muscle pain"), tendonitis ("tendinitis"), pain in extremity ("painful extremities"), paraesthesia ("tingling extremities"), fine motor skill dysfunction ("modified dexterity, dropping objects, difficulties writing"), fatigue ("fatigue"), asthenia ("no strength"), chronic sinusitis ("chronic sinusitis"), vulvovaginal mycotic infection ("vaginal mycoses"), ovarian cyst ("ovarian cyst"), disturbance in attention ("very marked loss of concentration"), aphasia ("I'm looking for my words"), headache ("headaches"), feeling drunk ("feeling of drunkenness"), colitis ("colitis"), dry eye ("dry eyes"), temperature intolerance ("cold intolerance") and abdominal pain upper ("gastric pain"). Essure treatment was not changed. At the time of the report, the dyspareunia, allergy to metals, reaction to preservatives, rash erythematous, urticaria, intervertebral disc protrusion, fibromyalgia, myalgia, tendonitis, pain in extremity, paraesthesia, fine motor skill dysfunction, fatigue, asthenia, chronic sinusitis, vulvovaginal mycotic infection, ovarian cyst, disturbance in attention, aphasia, headache, feeling drunk, colitis, dry eye, temperature intolerance and abdominal pain upper had not resolved. The reporter provided no causality assessment for abdominal pain upper, allergy to metals, aphasia, asthenia, chronic sinusitis, colitis, disturbance in attention, dry eye, dyspareunia, fatigue, feeling drunk, fibromyalgia, fine motor skill dysfunction, headache, intervertebral disc protrusion, myalgia, ovarian cyst, pain in extremity, paraesthesia, rash erythematous, reaction to preservatives, temperature intolerance, tendonitis, urticaria and vulvovaginal mycotic infection with essure. The reporter commented: everything I mentioned is crippling on a daily basis, I feel like I am 10 years older, I am currently not working, but I will have to go back resume an activity, and it will be very hard physically. I still try to stay positive, that's probably why I took so long to come forward. I think I am taking risks if I do not remove this device because I see that my condition is deteriorating. I can only expect improvement diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kgs. Gynaecological examination - on (B)(6) 2008: placement of the micro-implant at the level of the right ostium: 5 visible coils. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 19-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of dyspareunia ('painful intercourse') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dyspareunia (seriousness criterion medically significant), allergy to metals ("allergy to nickel, palladium"), reaction to preservatives ("allergy to preservatives"), rash pruritic ("many red patches on skin and itching"), urticaria ("urticaria"), intervertebral disc protrusion ("herniated disc"), fibromyalgia ("fibromyalgia"), myalgia ("muscle pain"), tendonitis ("tendinitis"), pain in extremity ("painful extremities"), paraesthesia ("tingling extremities"), fine motor skill dysfunction ("modified dexterity, dropping objects, difficulties writing"), fatigue ("fatigue"), asthenia ("no strength"), chronic sinusitis ("chronic sinusitis"), vulvovaginal mycotic infection ("vaginal mycoses"), ovarian cyst ("ovarian cyst"), disturbance in attention ("very marked loss of concentration"), aphasia ("I'm looking for my words"), headache ("headaches"), feeling drunk ("feeling of drunkenness"), colitis ("colitis"), dry eye ("dry eyes"), temperature intolerance ("cold intolerance") and abdominal pain upper ("gastric pain"). Essure treatment was not changed. At the time of the report, the dyspareunia, allergy to metals, reaction to preservatives, rash pruritic, urticaria, intervertebral disc protrusion, fibromyalgia, myalgia, tendonitis, pain in extremity, paraesthesia, fine motor skill dysfunction, fatigue, asthenia, chronic sinusitis, vulvovaginal mycotic infection, ovarian cyst, disturbance in attention, aphasia, headache, feeling drunk, colitis, dry eye, temperature intolerance and abdominal pain upper had not resolved. The reporter provided no causality assessment for abdominal pain upper, allergy to metals, aphasia, asthenia, chronic sinusitis, colitis, disturbance in attention, dry eye, dyspareunia, fatigue, feeling drunk, fibromyalgia, fine motor skill dysfunction, headache, intervertebral disc protrusion, myalgia, ovarian cyst, pain in extremity, paraesthesia, rash pruritic, reaction to preservatives, temperature intolerance, tendonitis, urticaria and vulvovaginal mycotic infection with essure. The reporter commented: everything I mentioned is crippling on a daily basis, I feel like I am 10 years older, I am currently not working, but I will have to go back resume an activity, and it will be very hard physically. I still try to stay positive, that's probably why I took so long to come forward. I think I am taking risks if I do not remove this device because I see that my condition is deteriorating. I can only expect improvement. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Gynaecological examination - on (B)(6) 2008: placement of the micro-implant at the level of the right ostium: 5 visible coils. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.